Event description:
The instrument was set aside because it stopped working. The rep was not provided with any details other than a 2nd device was used and the case was completed with no patient consequence.